Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A two-year search of the complaint database found additional reports that were attributed to misuse and heavy usage. If the instrument is levered back and forth while attached to the liner with this tab in the ard of the cup, the levering movement may contribute to the tip fracture/damage. It is also possible that once the liner is removed from the cup if the mechanism to release the liner is not fully unscrewed and the liner is more forcefully removed by hand this tip can be damaged, either causing the fracture or at minimum adding to material fatigue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was damaged at time of use. The tongue of the instrument that sits into the pinnacle shell (ards) and pushes against the shell to extract poly liner out is bent. It can no longer be used. No adverse event to patient, no delay to surgery.